Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In june 2009, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), cystitis ("bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy") and groin pain ("groin pain"). The patient was treated with surgery (essure coils removal-laparoscopic-assisted vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, urinary tract infection, cystitis, headache, dysmenorrhoea, dyspareunia and groin pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, allergy to metals, fatigue and vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: first on the left, the ostium was cannulated with the essure device and deployed without difficulty, three coils were seen protruding to. That ostium, then on the right, the right ostium was visualized and cannulated without difficulty with the essure device and deployed with 3 coils seen protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian) added. Lot number (629142) added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, bladder infection, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, groin pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.